Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is broken and fell off onto the floor. The wire but it does not appear to be in the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.